Event description:
Customer called to report having problems with the buttons on their pump. It was stated that customer had an alarm and tried to clear by pressing the escape and activate button, but it could not be cleared. Also it was stated that customer held the activate button to manual prime the set, but when the activate button was released the pump kept priming and pushed all of the insulin. Customer had a back up plan. A replacement pump was requested.